Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). The lot # 3000333517 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 balloon on the port did not inflate. The balloon was burst right from the start. There was no air in it. A new device was used to complete the procedure. There was no major delay. There was no patient harm.

Manufacturer narrative:
Tw ID#(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.